Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, toxins in children. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5092574 that a female patient who underwent an unspecified breast surgery with two unknown mentor saline breast implants has experienced unexplained systemic symptoms postoperatively, including panic attacks, low blood pressure, fibromyalgia, peripheral neuropathy, nervous system affected, cognitive abilities affected, unstable psychiatric wellbeing, hormones and metabolic panel out of range, and pain. In addition, the patient reported that the panic attacks caused her to be hospitalized where her blood pressure was very low for three days; tests were performed, but per the patient, findings were normal. Patient also reported giving birth to an autistic daughter, and believed it was due to the illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. Patient reported metabolic panel is coming back into normal range post explantation, but she still suffers from constant pain. This medwatch report is for the first of two implants.